Event description:
On (B)(6) 2013 clinic notes were received which revealed that on (B)(6) 2008 the patient underwent a generator replacement due to the generator "losing power due to age", prophylactic replacement. The surgeon saw somewhat thick scar capsule surrounding the pulse generator which was freed up and removed. There was sharp blunt dissection down to the device with skeletonization of the device and scar capsule surrounding it; with sharp and blunt dissection using the tenotomy scissors and the metzenbaum scissors with removal of the scar capsule and preservation of the lead. There was clear fluid within the electrode lead but no evidence of infection or other material. The lead was later explanted due to lack of efficacy on (B)(6) 2013 and returned to the manufacturer for product analysis on (B)(6) 2013 (reported on MFR. Report # 1644487-2013-00353). Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013 product analysis was completed on the explanted lead. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion.